Manufacturer narrative:
The device was received for evaluation. During functional testing, the device failed to recognize that the door was closed. A review of the event history log revealed "shut door - power off" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the failed upper and lower latch switches. The upper and lower aux required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not detecting door closed when it is. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.